Event description:
It was reported that during a rectum resection, the instrument functioned normally. Anastomosis was complete, leakage test was ok. Staples showed proper b-form at 2nd post op day, faeces leaked from the anastomosis. Re-surgery. There was no other reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: surgeon states that the use of the product is not related to the event. However, as no further information is available and surgeon did not provide any rationale as to how the device use is not related to the event, file will remain MDR reportable.

Manufacturer narrative:
(B)(4). Catalog # = cdh29a. Device was not returned for analysis the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.